Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced bacterial peritonitis. The cause of the peritonitis was unknown. On the same day as peritonitis diagnosis, the patient was hospitalized for the event and the patient began treatment for the event with vancomycin (dose, frequency and route not reported). Four days later, treatment with vancomycin was discontinued and the patient was discharged from the hospital. On an unreported date in the same month as diagnosis, the peritonitis was resolved and the patient was recovered. At the time of this report, dianeal therapies were ongoing. No additional information is available.